Manufacturer narrative:
As reported, 5 days post-implant of the bard/davol ventralex mesh, the patient had abdominal pain, underwent surgical intervention during which intestinal obstruction and adhesions were noted. Additional information has been requested. Adhesion is a known inherent risk of hernia repair surgery and is listed in the instructions for use (IFU) as a possible complication. Based on the available information, no conclusion can be made. No lot number was provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient underwent elective umbilical hernioplasty on (B)(6) 2020 using a bard/davol ventralex mesh, which was implanted with the posterior ptfe (polytetrafluoroethylene) side in contact with the small intestine. As reported, the patient had abdominal pain and went to the referral hospital on (B)(6) 2020. The patient was re-operated urgently; an intestinal obstruction caused by small intestine adhered to the ptfe face of the mesh was noted. The handle (loop) was viable and the wall defect was repaired by another technique.